Manufacturer narrative:
The device was returned for analysis. The reported guide break and bend were confirmed. The foot retraction issue could not be confirmed based on the condition of the device. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of vascular injury (tissue damage) is listed in the perclose proglide instructions for use as a potential adverse event of use of the device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effect is a known potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 5f sheath hole prior to a mitraclip procedure. Reportedly, the proglide device became stuck during removal and bent. Vascular surgery team was called to assist. The level of anesthesia was increased, the vessel was incised and the puncture site enlarged in order to remove the device. The device broke at the guide but was still held together by the wire. Vessel damage occurred due the resistance during removal. The lever was returned to the proper position prior to device removal, but after the device was surgically removed, the foot did not seem fully closed. The vessel damage was treated with a suture. Hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. The mitraclip procedure was postponed. No additional information was provided.